Manufacturer narrative:
Correction: please retract this report 2017865-2018-12894 as the same issue was previously reported 2938836-2018-13970.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a lead implanted on (B)(6) 2018. The lead would neither sense nor capture the following day and it appeared to have been pulled back out of and dislodged from the right atrium. The lead was explanted and replaced. The procedure went without complications.